Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small delivery system (ds). The patient had a prior medical history of first-degree atrioventricular block (av). The length of the membranous septum was measured to be 3.8mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc). On (B)(6) 2025, the patient went into heart block requiring temporary pacemaker until the permanent pacemaker was implanted to resolved this event. The patient remained hemodynamically stable throughout the procedure. A clinically significant delay was noted due to the required observation and pacemaker implant, however, the specific impact on the patient related to this delay was not provided at the time of reporting. The patient had a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. However, the implanter classified this event as being related to the procedure and the patient¿s past medical history (av) block. The patient was discharged home at the time of this report.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Potentially, potentially, procedural circumstances and/or patient comorbidities contributed to the event, however, this could not be confirmed. The reported surgery is the result of case-specific circumstances, as a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small delivery system (ds). The patient had a prior medical history of first-degree atrioventricular block (av). The length of the membranous septum was measured to be 3.8mm and there was no calcification extending beneath the aortic annular plane in the interventricular septum. The valve was successfully implanted at a depth of 4mm on the non-coronary cusp (ncc). On (B)(6) 2025, the patient went into heart block requiring temporary pacemaker until the permanent pacemaker was implanted to resolved this event. The patient remained hemodynamically stable throughout the procedure. A clinically significant delay was noted due to the required observation and pacemaker implant, however, the specific impact on the patient related to this delay was not provided at the time of reporting. The patient had a prolonged hospital stay for monitoring of rhythm. The physician doesn't believe the patient or user experienced adverse health consequences due to the performance of the product. However, the implanter classified this event as being related to the procedure and the patient¿s past medical history (av) block. The patient was discharged home at the time of this report.